Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent a skin revision and abutment removal procedure under general anesthesia on (B)(6) 2025.